Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens customer care center (ccc) to report nonreactive atellica im sars-cov-2 igg (scovg) results obtained from one patient that were considered discordant when compared to the positive result from an alternate method. There were no issues with the quality control (qc) or the atellica im analyzer. The atellica im scovg IFU states in the limitations section: "performance characteristics have not been established for the assay used in conjunction with other manufacturers' assays for specific sars-cov-2 serological markers. Laboratories are responsible for establishing their own performance characteristics. Results obtained with the assay may not be used interchangeably with values obtained with different manufacturers' test methods. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained nonreactive (negative) atellica im sars-cov-2 igg (scovg) results for a patient sample that were considered discordant when compared to the positive result from an alternate method. The initial results were reported to the physician and were questioned. There are no known reports of patient intervention or adverse health consequences due to the discordant scovg results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00130 on 10-may-2022. On 10-may-2022. Additional information: the instrument was not serviced by a third party. Section d8 was updated with the information. The customer provided the value for the alternate method result. The result was 5.49 index (positive). An outside of the united states (ous) customer contacted siemens customer care center (ccc) to report nonreactive atellica im sars-cov-2 igg (scovg) results obtained from one patient that were considered discordant when compared to the positive result from an alternate method. Siemens has concluded the investigation into the alleged false negative scovg sample. As per the instructions for use (IFU) 11207632_en rev. 04, 2022-01 in the summary and explanation section: "multiple covid-19 vaccines target or include the s1 rbd, as data indicate antibodies to this region can be neutralizing. The ability to identify specific antibodies associated with neutralization is an important adjunct to the detection of an immune response to the sars cov 2 virus." The IFU states in the limitations section: "it is currently unknown how long sars-cov-2 antibodies persist following infection and if the presence of antibodies confers protective immunity. A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients. Results obtained with the assay may not be used interchangeably with values obtained with different manufacturers' test methods. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." At this time there is no product nonconformance identified. No further evaluation of the device is required. In section h6, the investigation finding and investigation conclusion codes were updated.